Event description:
On (B)(6) 2009, the pt's wife reported that the infusion device displayed e10 (cartridge) error while retracting the piston rod. She stated that retraction appeared to stop and restart and e10 was displayed. She stated that the battery was last changed 10 days ago. She stated that there is moisture in the cartridge compartment of the infusion device and there also appears to be dirt or mold beneath the piston rod. The pt does not attach the infusion tubing to the insulin cartridge prior to insertion into the infusion device. The wife was educated on the proper procedure for changing the insulin cartridge. The moisture was first noticed a few months ago and the pt has been drying the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.